Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure performed on (B)(6) 2009. According to the complainant, during the procedure, a problem was noted with the needle following injection of adrenaline. The needle seemed to stick and could not be pulled back into the sheath. An attempt was made to straighten the scope as much as possible thinking there may have been a severe bend in it; however, this maneuver was unsuccessful. The probe and scope were removed as a unit. The probe was examined following the procedure. Although the needle did retract back into the sheath, resistance was encountered. It was also reported the needle was not pushed past its limit. Although it could not be determined whether another device was required to complete the procedure, it was reported that there were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable and was discharged to home with a follow-up appointment scheduled for (B)(6) 2009. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).